Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total hip replacement procedure on (B)(6) 2016 and barbed suture was used. During the procedure, the surgeon did the appropriate two passes in healthy tissue before starting continuous stitch and on the third or forth pass the fixation tab completely came off the suture. Another like device was used to complete the procedure. Additional information has been requested.